Event description:
It was reported that the insertion device ejected the infusion set unintentionally and stuck the patient in the hand. The patient did not require any treatment. No adverse event was reported. The insertion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.